Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend instrument would not unclamp or open. The event occurred in august, but the customer did not know the exact date. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The instrument's lot number and sequence number was not provided. Therefore, an instrument log review and advance technical review of the product related to the complaint cannot be performed at this time. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the vessel sealer extend instrument grips did not open and/or were clamped. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.